Event description:
It was reported that it was showing allegedly vulnerabilities with bd alaris devices. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the reported issue was identified as a general inquiry regarding cybersecurity vulnerabilities. Tech support provided bd cyber security website links information via email. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.